Manufacturer narrative:
The devices remain implanted and are not available for analysis. The physician indicated that there were no overt signs of infection. The cause of the event as reported was not confirmed, there is no indication of a possible failure of a device, labelling, or packaging to meet any of its specifications. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
Four weeks post-implant of an evoke spinal cord stimulation (scs) system, the patient¿s implant site wound was not healed, but overt signs of an infection were not observed by the physician. Oral antibiotics were prescribed as a precaution.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Four weeks post-implant of an evoke spinal cord stimulation (scs) system, the patient¿s implant site wound was not healed, but overt signs of an infection were observed by the physician. Oral antibiotics were prescribed as a precaution.